Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance anomaly. This rv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance anomaly. This rv lead was never in service. No adverse patient effects were reported. Additional information indicates that after moving the lead several times, the screw did not perform to the physician's expectations. No adverse patient effects were reported.